Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016. The physician noted "there was a little indentation at the fundus", but the patient was discharged home. Approximately two days later the patient reported to the emergency room with a "high fever and severe abdominal pain". The patient was admitted into the hospital and testing revealed "there was a suspected perforation in the fundus with no adjacent bowel injury". On (B)(6) 2016, it was reported the patient was admitted into the hospital overnight for observation and discharged the following day on (B)(6) 2016. The patient received antibiotics. The doctor reported "the patient is doing fine, fever went away". Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.